Event description:
It was reported that a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.